Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was found to be functioning within specifications; no issues with the equipment were noted and the unit was returned to service. The operator's manual states this about possible side effects: hematoma (perirenal/intrarenal) can occur in less than 1% of lithotripsy patients. These patients typically have severe, chronic flank pain. Although most hematomas often resolve with conservative management, severe renal hemorrhage and death have been reported. Management of severe renal hemorrhage includes the administration of blood transfusions, percutaneous drainage, or surgical intervention.

Event description:
Allegedly, the doctor performed an eswl on a patient. The procedure was completed with no patient impact or malfunction of unit reported. The patient was released but returned one week later complaining of pain. An ultrasound confirmed a kidney hematoma. She was admitted to the hospital for one night for observation and no transfusions were given. She was released the next day.